Event description:
Customer reported he is receiving no delivery alarms. Customer removed the infusion set and found that the cannula was bent. Blood glucose value at the time was 275 mg/dl; treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to perform the high pressure test or check for air bubbles or insulin leaks. Customer also reported he experienced low blood glucose the day of the call. Blood glucose value went from 46 to 80 mg/dl. He treated with some lucerna. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-46158.